Manufacturer narrative:
Additional information: a3, a6, b5, b6, g2, g3. MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Per report, intraoperative complications were described as "hyphema" and "poor view". Reportedly, there was no adverse patient impact, and the event has resolved with the patient "doing well". The report also noted that the patient is on blood thinners.

Manufacturer narrative:
Additional information: d6: estimated implant date based on report details. The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Dislodged/dislocated stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Dislodged/dislocated stent is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a right eye (od) trabecular microbypass stent system procedure, the patient presented one (1) week postoperatively with a dislodged stent resting on the iris. Per report, the dislodged stent was successfully removed from the patient's eye the following day. Additional information has been requested.